Manufacturer narrative:
The download data from the returned device showed that an 0x40 alarm had been generated by the pod, indicating that the maximum open count threshold was exceeded. The rotational sensor data shows that the pod failed to transition as expected towards the end of the device run though the pulse width values remained consistent, indicating a rotational sensor malfunction and not a drive stall. Initial attempts to download the data were unsuccessful as the battery voltages were measured to be lower than expected. Corrosion was observed inside the device, including on the mechanism rails, catch beam, pcb assembly, and commutator cap. Fluid path testing found fluid to be leaking out the back of the soft cannula nailhead due to damages to the nailhead that resulted in an inadequate seal between the soft cannula and the formed needle. The fluid leaking inside the device resulted in the corrosion and contributed to the abnormal rotational sensor data that caused the 0x40 alarm. Inspection of the phb data from the pod showed no evidence of the system being unable to use automated mode. The pod was able to pair with a cgm emulator, switch into automated mode, and adapt the suggested insulin appropriately based on the simulated egvs. A crack was observed in the top housing of the returned pod. It could not be determined when or how this crack occurred. It could not be determined if this crack allowed fluid ingress that contributed to the corrosion seen inside the device. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose levels (bg) reached over 250 mg/dl, while wearing the pod between 4 and 24 hours, when it was removed from the infusion site. For treatment, the patient changed out the pod for a new pod.